Manufacturer narrative:
(B)(4). Foreign county: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00094.

Event description:
It was reported that incoming inspection member found the sterile package was crushed. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by return of the product. Visual inspection showed the sterility of the products have not been compromised. A review of the device history records did not identify any related deviations or anomalies during the manufacturing process. The root cause of the reported event is likely to be due to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.